Event description:
Implanted medtronic cardioverter-defibrillator: physician noted problem with capture, and found no hvb reading, meaning no lead performance - impedance too high or too low. Device was explanted, replaced, and lead(s) were capped, i.e. Left implanted.